Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.